Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device therefore, the reported condition was confirmed. The most probable cause for the locking mechanism was tight/difficult to use is consistent with improper maintenance due to lack of lubrication which is user error. UDI: (B)(4).

Event description:
It was reported that the adapter device was jammed and could hardly move. It was further reported that it was hard to use when locking and releasing the broach. During in-house engineering evaluation, it was determined that the device latch was unable to move (when locking and releasing the broach) without difficulty which caused the device to fail the functional assessment pretest. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.